Event description:
It was reported from (B)(6) by medical staff that a patient at home experienced a controller with no power. The patient got up in the middle of the night and stated they heard a "bip" and then they were unable to see any display information on the controller. It is indicated there was no alarm and the batteries were charged and well connected to the controller. There is currently no indication on the behavior of the ventricular assist device. The controller was exchanged with no reported consequences or impact to the patient. No additional information was reported.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to its inability to start and run the motor fixture and the front lcd was off. Supplement testing revealed a damaged tantalum capacitor. The confirmed malfunction is related to the reported event. An internal investigation was opened to evaluate these types of issues. The most likely root cause of the failure is a damaged tantalum capacitor on the power board, which likely contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.